Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device does not confirm the stated failure mode. The returned device has damage among the base, more than likely from insertion. A dimensional inspection was attempted, but the device was too damaged from the insertion to obtain accurate measurements. A review of complaint history did not reveal similar events for the listed device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. A contribution of the device to the reported event could not be corroborated as the event happened in the field and cannot be recreated. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during total knee replacement, it was observed that a genesis ii posterior stabilized insert size 5-6 9mm had a flange on the back that was larger than the other, for which it was not fixed to the tibial band. Flexion and extension tests were performed on the patient and the insert dislocated. Surgery was resumed, after a significant delay, with a smith & nephew back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
(B)(4).